Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary it was caused due to an excessive force on the ccd cable while angulation. In addition, we confirmed that the u/d and the r/l pulley wires worn out; however, these are not related to the alleged complaint. Replaced parts in this complaint are as follow. Ccd module due to defective. U/d, r/l pully wire due to worn out. This report is being filed as part of the pentax backlog management plan.

Event description:
Led disappearing during angulation. This event occurred at the time of before use. There was no report of patient harm.